Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned for an unspecified reason. Details have been requested for the specific involved healthcare facility and the reason for the procedure, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct missing details in e1.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned for an unspecified reason. An inquiry has been made regarding the specific reason for this procedure. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned for an unspecified reason. Exhaustive inquiries were made regarding the specific reason for this procedure, but a response was not received. Recently, details were provided that this lead was repositioned a few days following the implant procedure due to elevated pacing threshold measurements. The physician surgically repositioned the lead to a more suitable location to resolve the event. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct missing details in e1. This report is being sent to correct h6.

Manufacturer narrative:
This report is being sent to correct missing details in e1.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned for an unspecified reason. Exhaustive inquiries were made regarding the specific reason for this procedure, but a response was not received. Recently, details were provided that this lead was repositioned a few days following the implant procedure due to elevated pacing threshold measurements. The physician surgically repositioned the lead to a more suitable location to resolve the event. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct missing details in e1.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned for an unspecified reason. An inquiry has been made regarding the specific reason for this procedure. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.